Event description:
Per the information provided to co by the physician's office, the device was removed due to "the device cannot be pumped up and the system was totally out of fluid." As reported to us, the entire device was removed and replaced with the same model device, produced by the same manufacturer. On 05/13/97- in requested information, provided by the physician/surgeon, he stated "no specific leakage site was noted" and that "the device was more than 10 years old and slowly lost all fluid."